Manufacturer narrative:
Evaluation summary: the distal tip was damaged. The stent was positioned on the balloon between the marker bands as per specifications. The stent had raised and deformed struts on the 20th and 27th distal segments. (B)(4).

Event description:
Physician was attempting to implant one resolute integrity drug-eluting stent in a 60% calcified lesion in the rca with 60% stenosis but the stent could not cross. The lesion had been pre-dilated. There was no major other complications during the procedure and no complications in the condition of the patient. The patient was discharged home in good condition. The device was returned to the manufacturing facility and stent deformation present.